Manufacturer narrative:
A MFR field service technician was dispatched to the user facility to evaluate numerous rover devices. It was not reported by the user facility which rover was involved with the procedure delay, so the serial number is unk. Numerous rovers were evaluated which revealed no cord damage with any of the devices, so no evidence was found to support the user facility's allegations. The quality investigation is still ongoing and a f/u report will be submitted if the investigation results require.

Event description:
It was reported that during a surgical procedure, a damaged rover power cord was observed and electrical static was experienced with some of the operating room equipment. It was assumed that the rover was causing the static issues so the pt was moved to another room, which caused a 20-30 minute delay to the procedure. No pt or user injury was reported, and no other adverse consequences were alleged with this event.